Manufacturer narrative:
Review of complaint file related to this MDR has identified a duplicate entry in our system. The event reported to you through this MDR has already been reported through MDR 1020279-2018-01063. For this reason we ask you to disregard MDR 1020279-2018-01032 as the complaint file related to this MDR will be closed as duplicate.

Event description:
It was reported that a surgical intervention was performed due to loosening of the inlay.